Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2006 by the arthroscopy titled ¿agnetic resonance imaging evaluation of biodegradable transfemoral fixation used in anterior cruciate ligament reconstruction.¿ the study reviewed 49 patients and identified acl/pcl instability resulting in screw breakage /migration/ bent with bioabsorbable interference screws and tenodesis screws in 8 patients during the 12-year follow-up period. Ref: cossey aj, kalairajah y, morcom r, spriggins aj. Magnetic resonance imaging evaluation of biodegradable transfemoral fixation used in anterior cruciate ligament reconstruction. Arthroscopy. Feb 2006;22(2):199-204. Doi:10.1016/j.arthro.2005.08.044.